Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Medsun voluntary event report ((B)(4)) was received stating: "balance middle weight guide wire was loaded in the glidesheath. Bmw wire broke inside patients arm. When glidesheath was removed, tip of glidesheath was bent. Cardiologist managed to retrieve the broken wire and patient not injured. It was the wire that broke, no issue with glidesheath." No additional information was provided.

Manufacturer narrative:
(B)(4). Correction to mfg site. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.